Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 was alarming" no disposable pump won't run. "Reported patient had no adverse effects from event. Setting no available on the pump.